Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the high impedance was determined to be because the connection between the extension and ins was not done well. During the revision on (B)(6) the physician disconnected and reconnected the extension and the issue was resolved. All impedance values are okay. The issue was resolved.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389-40, product ID: 37086. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on the patient's left side there was high impedance (>40,000 ohms) on all contacts except for the case -8 pair. This occurred at the ins activation after implant of the device. The physician supposed there was a broken lead or an extension-ins connection problem. A revision has been planned for (B)(6) 2018-. There were no symptoms reported. No further complications were reported or anticipated.